Manufacturer narrative:
Ami has repaired the appliance and replaced the hook. (B)(4).

Event description:
Dentist contacted ami and stated that the tap I hook broke in half while the appliance was in use. There was no harm to the patient.